Event description:
It was reported that ventricular undersensing was noted on the implantable cardioverter defibrillator (ICD) via review of a remote transmission. Programming changes were discussed but not made at this time. No patient condition was reported.